Event description:
Discordant troponin results were obtained on two patient samples on an advia centaur xp instrument. The samples were initially run in duplicate and the discordant results were obtained on the second replicate. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse checked the wash separation manifold dispense ports and cleaned all probes and replaced all aspirate probe guides. The cse confirmed the functionality of the all aspirate pinch valves and position of all wash separation aspirate probes in cuvettes and dispense volumes of acid and base reagents. The cse also confirmed appropriate positions of sample and reagent probes and performed slight adjustments. The cse cleaned the luminometer and replaced the luminometer cover seal due to a split and ordered a plastic port cover plate found to be missing. The cause of the discordant troponin results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.